Event description:
Mako bilateral pka surgery was performed. However, the cutter check could not be passed just before the first tibial bone cutting. The surgeon had no choice but to discontinue the pka and closed the incision site. Revision surgery (manual pka) is planned instead of mako pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mako bilateral pka surgery was performed. However, the cutter check could not be passed just before the first tibial bone cutting. The surgeon had no choice but to discontinue the pka and closed the incision site. Revision surgery (manual pka) is planned instead of mako pka.

Manufacturer narrative:
An event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed because robot was not inspected. Method & results: product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.